Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05522 and 2134265-2017-05523. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. During the procedure, pullback was not functioning. The physician then initiated manual pullback. No patient complications were reported.